Manufacturer narrative:
No devices were returned to medtronic for analysis. H4) device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during procedure. It was reported that the site was having difficulties tracking their instrument. The site switched out the instrument twice and were still having the same issues. The site belives that the instruments were the issue. There was no delay in the procedure and no impact on patient outcome.